Manufacturer narrative:
Upon completion of investigation, a follow up report will be filed. Device is under investigation.

Event description:
The patient is male and (B)(6) years old, did v-p procedure on (B)(6) 2013. The surgeon used our valve 823832 and no abnormalities during that procedure. On (B)(6) 2014, the surgeon noted the valve was obstructed after examination. The surgeon did revision surgery on (B)(6) 2014. The patient was still in hospital for further observation.

Manufacturer narrative:
Upon completion of the investigation, the position of the cam when valve was received was 70mmh2o. The valve was irrigated with purified water and an occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The catheters were irrigated with purified water, no occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The valve was dried and leak tested. No leaks were noted. The valve was reflux tested and passed the test. The valve was tested for programming and failed the test. During the programming process the cam mechanism did not move. The valve was then pressure tested at 70mmh2o, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. Review of the history device records confirmed the valve conformed to the specifications when released to stock. The root cause for the problem reported by the customer is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.